Event description:
It was reported that the patient looked bloated following an ipg upgrade procedure. The patient was admitted in the hospital with congestive heart failure. It was noted that this was a preexisting condition and that it was not device related. The physician believed that the recent procedure may have exacerbated the patients issue. Upon follow-up, the patient was doing really well.